Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. N (B)(6) was performed from the date of manufacture, 14-nov-2023 and confirmed that a review of the device history record for s this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was offline. A technical support specialist (tss) checked and confirmed that the drawer network adapter was set up correctly. Tss rebooted the cabinet, and the drawers came online. Tss remoted in and verified that the drawers were operating normally. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers went offline and unable to issue an item to patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.